Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system needed to be refurbished. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: x-ray relay control board and other parts were replaced to troubleshoot the system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after updating the paxscan, the viewing station computer was not starting bios configuration and the computer was not shutting down.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the memory of the unit was corrupted. Battery charger 2 for the imaging system was returned to the manufacturer for evaluation. Testing found that the board had leaky capacitors. However, it was noted that the unit passed functional testing. The standalone power control board for the imaging system was returned to the manufacturer for evaluation. Testing found that there was no output on one testing point of the board. The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit would not start up the operating system. The motor battery charger was returned to the manufacturer for evaluation. Testing found that the outputs were as intended. Visual inspection noted leaking capacitors. Functional testing of the unit passed. Battery charger 1 for the imaging system was returned to the manufacturer for evaluation. Testing found that the board had leaky capacitors. However, it was noted that the unit passed functional testing.

Manufacturer narrative:
The detector panel system was returned to the manufacturer for analysis. Analysis found an electrical failure that caused the system to not boot up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the operating system and applications would not load on the unit. It was noted that an error message would appear in relation to booting.